Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer calibrated and entered blood glucose manually and it was not recorded in calibration history. Customer's blood glucose was 419 mg/dl. Customer was educated.